Event description:
It was reported that pump battery would not charge despite use of tandem charging cable, wall adapter, and alternative charging components, and no power source alert was present in pump history when issue began. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, instructed customer to place problematic pump into storage mode and return it within 10 days using provided materials, and advised customer to program pump settings and connect cgm to replacement pump.